Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain"), fibromyalgia ("fibromyalgia") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norplant. Concurrent conditions included depression, diabetes, unspecified disorder of knee joint since 2005, malignant hyperthermia, seizure and kidney stones (kidney surgery). Concomitant products included chlorzoxazone, gabapentin (neurontin), metformin, phentermine (adipex), quetiapine (seroquel), tramadol and tramadol hydrochloride (ultram). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abnormal weight gain ("excessive weight gain"). In 2009, the patient experienced lichen sclerosus ("lichen sclerosus"). In march 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criterion medically significant), mood swings ("mood swings"), cervicitis ("mild chronic cervicitis with squamous metaplasia"), uterine cervical metaplasia ("mild chronic cervicitis with squamous metaplasia"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("irritable bowel syndrome") with haematochezia. In november 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (pain ful sexual intercourse)"). On an unknown date, the patient experienced fibromyalgia (seriousness criterion disability), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain/ right side of abdomen pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), hot flush ("hot flashes"), poor quality sleep ("not sleeping well"), night sweats ("night sweats"), loss of libido ("loss of libido"), diabetic neuropathy ("diabetic neuropathy"), adenomyosis ("adenomyossis") and weight increased ("weight gain"). The patient was treated with surgery (partial vaginal hysterectomy; bilateral salpingectomy) and surgery (diagnostic hysteroscopy dilation and curettage with exploratory laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, pelvic discomfort, dyspareunia, tooth disorder, alopecia, abdominal distension, abnormal weight gain, back pain and dysmenorrhoea had not resolved, the vaginal haemorrhage, menorrhagia, hot flush, mood swings, poor quality sleep, night sweats, loss of libido, cervicitis, uterine cervical metaplasia, lichen sclerosus, migraine, diabetic neuropathy, irritable bowel syndrome, adenomyosis and weight increased outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, adenomyosis, alopecia, back pain, cervicitis, diabetic neuropathy, dysmenorrhoea, dyspareunia, fibromyalgia, hot flush, irritable bowel syndrome, lichen sclerosus, loss of libido, menorrhagia, migraine, mood swings, night sweats, pelvic discomfort, pelvic pain, poor quality sleep, tooth disorder, uterine cervical metaplasia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: coils were properly placed on (B)(6) 2017 patient had surgical pathology report resulted in the lumens of both proximal segments contain firmly embedded metal coils consistent with sterilization current weight (B)(6). Confirming the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics updated. Essure start date and indication updated and stop date and lot number added. New events, hot flashes, mood swings, not sleeping well, night sweats, loss of libido, abnormal bleeding (vaginal, menorrhagia), mild chronic cervicitis with squamous metaplasia, lichen sclerosus, migraines / headaches, diabetic neuropathy, dysmenorrhea (cramping), weight gain, irritable bowel syndrome with blood in stool, adenomyossis were added. On (B)(6) 2018: no new info added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and fibromyalgia ('fibromyalgia') in a 35-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norplant. Concurrent conditions included unspecified disorder of knee joint since 2005, depression, diabetes, malignant hyperthermia, seizure and kidney stones (kidney surgery). Concomitant products included chlorzoxazone, gabapentin (neurontin), metformin, phentermine (adipex), quetiapine fumarate (seroquel), tramadol and tramadol hydrochloride (ultram). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient was found to have weight increased ("weight gain"), 1 month after insertion of essure. In 2008, the patient experienced abnormal weight gain ("excessive weight gain"). On (B)(6) 2009, the patient experienced rash ("rashes"). In 2009, the patient experienced lichen sclerosus ("lichen sclerosus"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), migraine ("migraines/headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection") and headache ("headaches"). In (B)(6) 2011, the patient experienced cervicitis ("mild chronic cervicitis with squamous metaplasia"), uterine cervical metaplasia ("mild chronic cervicitis with squamous metaplasia"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("irritable bowel syndrome") with haematochezia. In 2011, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (pain ful sexual intercourse)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fibromyalgia (seriousness criterion disability), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain/ right side of abdomen pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), hot flush ("hot flashes"), poor quality sleep ("not sleeping well"), night sweats ("night sweats"), loss of libido ("loss of libido"), diabetic neuropathy ("diabetic neuropathy"), adenomyosis ("adenomyossis") and abdominal pain lower ("cramping"). The patient was treated with surgery (diagnostic hysteroscopy dilation and curettage with exploratory laparoscopy and partial vaginal hysterectomy; bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, pelvic discomfort, dyspareunia, tooth disorder, alopecia, abdominal distension, abnormal weight gain, back pain and dysmenorrhoea had not resolved, the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved, the abdominal pain and migraine was resolving and the hot flush, mood swings, poor quality sleep, night sweats, loss of libido, cervicitis, uterine cervical metaplasia, lichen sclerosus, diabetic neuropathy, irritable bowel syndrome, adenomyosis, weight increased, rash, gastrointestinal disorder, infection and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, adenomyosis, alopecia, back pain, cervicitis, diabetic neuropathy, dysmenorrhoea, dyspareunia, fibromyalgia, gastrointestinal disorder, headache, hot flush, infection, irritable bowel syndrome, lichen sclerosus, loss of libido, menorrhagia, migraine, mood swings, night sweats, pelvic discomfort, pelvic pain, poor quality sleep, rash, tooth disorder, uterine cervical metaplasia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: coils were properly placed. Diagnostic results: on (B)(6) 2017 patient had surgical pathology report resulted in the lumens of both proximal segments contain firmly embedded metal coils consistent with sterilization. Current weight 242 lbs. Confirming the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: with follow up received on 29-oct-2019 it was detected that this record was a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-11268) and (B)(4) (medwatch 3500a MFR number 2951250-2017-09260) which both will be deleted after all information was transferred to this record # (B)(4) which will be retained. New: social media and lawyer reporters were added. New start date of dyspareunia: 2011 (previously: 2012). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and fibromyalgia ("fibromyalgia") in a 35-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norplant. Concurrent conditions included depression, diabetes, unspecified disorder of knee joint since 2005, malignant hyperthermia, seizure and kidney stones (kidney surgery). Concomitant products included chlorzoxazone, gabapentin (neurontin), metformin, phentermine (adipex), quetiapine (seroquel), tramadol and tramadol hydrochloride (ultram). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced weight increased ("weight gain"). In 2008, the patient experienced abnormal weight gain ("excessive weight gain"). On (B)(6) 2009, the patient experienced rash ("rashes"). In 2009, the patient experienced lichen sclerosus ("lichen sclerosus"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), migraine ("migraines/headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection") and headache ("headaches"). In (B)(6) 2011, the patient experienced cervicitis ("mild chronic cervicitis with squamous metaplasia"), uterine cervical metaplasia ("mild chronic cervicitis with squamous metaplasia"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("irritable bowel syndrome") with haematochezia. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (pain ful sexual intercourse)"). On an unknown date, the patient experienced fibromyalgia (seriousness criterion disability), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain/ right side of abdomen pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), hot flush ("hot flashes"), poor quality sleep ("not sleeping well"), night sweats ("night sweats"), loss of libido ("loss of libido"), diabetic neuropathy ("diabetic neuropathy"), adenomyosis ("adenomyossis") and abdominal pain lower ("cramping"). The patient was treated with surgery (partial vaginal hysterectomy; bilateral salpingectomy) and surgery (diagnostic hysteroscopy dilation and curettage with exploratory laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, pelvic discomfort, dyspareunia, tooth disorder, alopecia, abdominal distension, abnormal weight gain, back pain and dysmenorrhoea had not resolved, the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved, the abdominal pain and migraine was resolving and the hot flush, mood swings, poor quality sleep, night sweats, loss of libido, cervicitis, uterine cervical metaplasia, lichen sclerosus, diabetic neuropathy, irritable bowel syndrome, adenomyosis, weight increased, rash, gastrointestinal disorder, infection and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, adenomyosis, alopecia, back pain, cervicitis, diabetic neuropathy, dysmenorrhoea, dyspareunia, fibromyalgia, gastrointestinal disorder, headache, hot flush, infection, irritable bowel syndrome, lichen sclerosus, loss of libido, menorrhagia, migraine, mood swings, night sweats, pelvic discomfort, pelvic pain, poor quality sleep, rash, tooth disorder, uterine cervical metaplasia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: coils were properly placed on (B)(6) 2017 patient had surgical pathology report resulted in the lumens of both proximal segments contain firmly embedded metal coils consistent with sterilization. Current weight 242 lbs. Confirming the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. New events added- rashes, gastrointestinal or digestive system condition, infection, headaches and cramping. Event outcome of cramp in lower abdomen, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) was updated as recovered / resolved. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and fibromyalgia ("fibromyalgia") in a 35-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norplant. Concurrent conditions included depression, diabetes, unspecified disorder of knee joint since 2005, malignant hyperthermia, seizure and kidney stones (kidney surgery). Concomitant products included chlorzoxazone, gabapentin (neurontin), metformin, phentermine (adipex), quetiapine (seroquel), tramadol and tramadol hydrochloride (ultram). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced weight increased ("weight gain"). In 2008, the patient experienced abnormal weight gain ("excessive weight gain"). On (B)(6) 2009, the patient experienced rash ("rashes"). In 2009, the patient experienced lichen sclerosus ("lichen sclerosus"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), migraine ("migraines/headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection") and headache ("headaches"). In (B)(6) 2011, the patient experienced cervicitis ("mild chronic cervicitis with squamous metaplasia"), uterine cervical metaplasia ("mild chronic cervicitis with squamous metaplasia"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("irritable bowel syndrome") with haematochezia. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (pain ful sexual intercourse)"). On an unknown date, the patient experienced fibromyalgia (seriousness criterion disability), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain/ right side of abdomen pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), hot flush ("hot flashes"), poor quality sleep ("not sleeping well"), night sweats ("night sweats"), loss of libido ("loss of libido"), diabetic neuropathy ("diabetic neuropathy"), adenomyosis ("adenomyossis") and abdominal pain lower ("cramping"). The patient was treated with surgery (partial vaginal hysterectomy; bilateral salpingectomy) and surgery (diagnostic hysteroscopy dilation and curettage with exploratory laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, pelvic discomfort, dyspareunia, tooth disorder, alopecia, abdominal distension, abnormal weight gain, back pain and dysmenorrhoea had not resolved, the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved, the abdominal pain and migraine was resolving and the hot flush, mood swings, poor quality sleep, night sweats, loss of libido, cervicitis, uterine cervical metaplasia, lichen sclerosus, diabetic neuropathy, irritable bowel syndrome, adenomyosis, weight increased, rash, gastrointestinal disorder, infection and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, adenomyosis, alopecia, back pain, cervicitis, diabetic neuropathy, dysmenorrhoea, dyspareunia, fibromyalgia, gastrointestinal disorder, headache, hot flush, infection, irritable bowel syndrome, lichen sclerosus, loss of libido, menorrhagia, migraine, mood swings, night sweats, pelvic discomfort, pelvic pain, poor quality sleep, rash, tooth disorder, uterine cervical metaplasia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: coils were properly placed on (B)(6) 2017 patient had surgical pathology report resulted in the lumens of both proximal segments contain firmly embedded metal coils consistent with sterilization current weight 242 lbs. Confirming the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and fibromyalgia ('fibromyalgia') in a 35-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norplant. Concurrent conditions included unspecified disorder of knee joint since 2005, depression, diabetes, malignant hyperthermia, seizure and kidney stones (kidney surgery). Concomitant products included chlorzoxazone, gabapentin (neurontin), metformin, opioids, phentermine (adipex), quetiapine fumarate (seroquel) and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient was found to have weight increased ("weight gain"), 1 month after insertion of essure. In 2008, the patient experienced abnormal weight gain ("excessive weight gain"). On (B)(6) 2009, the patient experienced rash ("rashes"). In 2009, the patient experienced lichen sclerosus ("lichen sclerosus"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), migraine ("migraines/headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection") and headache ("headaches"). In (B)(6) 2011, the patient experienced cervicitis ("mild chronic cervicitis with squamous metaplasia"), uterine cervical metaplasia ("mild chronic cervicitis with squamous metaplasia"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("irritable bowel syndrome") with haematochezia. In 2011, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (pain ful sexual intercourse)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fibromyalgia (seriousness criterion disability), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain/ right side of abdomen pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), hot flush ("hot flashes"), poor quality sleep ("not sleeping well"), night sweats ("night sweats"), loss of libido ("loss of libido"), diabetic neuropathy ("diabetic neuropathy"), adenomyosis ("adenomyossis"), abdominal pain lower ("cramping"), endometriosis ("endometriosis") and arthralgia ("hip pain"). The patient was treated with surgery (diagnostic hysteroscopy dilation and curettage with exploratory laparoscopy and partial vaginal hysterectomy; bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, pelvic discomfort, dyspareunia, tooth disorder, alopecia, abdominal distension, abnormal weight gain, back pain and dysmenorrhoea had not resolved, the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved, the abdominal pain and migraine was resolving and the hot flush, mood swings, poor quality sleep, night sweats, loss of libido, cervicitis, uterine cervical metaplasia, lichen sclerosus, diabetic neuropathy, irritable bowel syndrome, adenomyosis, weight increased, rash, gastrointestinal disorder, infection, headache, endometriosis and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, adenomyosis, alopecia, arthralgia, back pain, cervicitis, diabetic neuropathy, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, gastrointestinal disorder, headache, hot flush, infection, irritable bowel syndrome, lichen sclerosus, loss of libido, menorrhagia, migraine, mood swings, night sweats, pelvic discomfort, pelvic pain, poor quality sleep, rash, tooth disorder, uterine cervical metaplasia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: coils were properly placed. Diagnostic results: on (B)(6) 2017 patient had surgical pathology report resulted in the lumens of both proximal segments contain firmly embedded metal coils consistent with sterilization current weight 242 lbs. Confirming the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "endometriosis, hip pain" were added on 23-mar-2020: process with fu 8 a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.